Event description:
The peritoneal dialysis (pd) patient reported to (B)(6) during a technical support call that they had not used the liberty select cycler since (B)(6) 2026 and had completed treatment via manual exchange due to an (unspecified) infection. The pd registered nurse (pdrn) stated during initial follow-up that the patient underwent a catheter replacement. The replacement pd catheter was not working. The patient had a central venous catheter (cvc) placed and was transferred to in-center hemodialysis (ichd). The pd registered nurse could not confirm any information pertaining to the type of infection reported by the patient. Attempts to obtain additional information were unsuccessful. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).